Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g2; g3; g4; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided photograph identified part and lot numbers on the shaft and signs of previous use in the form of wear. Review of the device history record(s) identified no deviations or anomalies during manufacturing. An intra-operative radiograph was provided and reviewed by a health care professional. Review of the available record identified the following: there appears to be an instrument fracture at the junction of the inserter and lag screw. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g2; g3; g6; h1; h2; h$. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to insert the screw, the instrument fractured. The surgeon was able to remove the screw. There was no report of a foreign body retained or harm to the patient. An attempt has been made to obtain additional information. No additional information has been received at this time.